Manufacturer narrative:
Product analysis: analysis determined that the main printed circuit (pc) board was corroded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) does not work. The epg was expected to be returned. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.